Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal es was deployed. During the initial stick, there was some difficulty in the right side, so the left leg was used and access was made after two attempts. The catheterization was performed without complication. No complications were noted following vasoseal es deployment and manual pressure was held for five minutes. Upon removal of the sterile drape a large hematoma was noted. An ultrasound was performed and a bleed was identified but was not suspected to be at the puncture site. The pt was taken to surgery and no further details were available, except that the pt expired later that day. No autopsy was performed at the family's request. The cause of death is unknown, but is not suspected to be attributed to the use of vasoseal es.